Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, weakness, and fever. Four days after the peritonitis diagnosis, the patient was hospitalized for peritonitis and another indication for seven days. The patient was treated with vancomycin injection (1g, every 4th day, intraperitoneal, ongoing), ceftazidime injection (1g, once daily, intraperitoneal, discontinued). Six (6) days after diagnosis, the patient was started on meropenem injection (1g, once daily, intravenous, discontinued), amikacin injection (250mg, three times a day, intraperitoneal, discontinued) and ceftazidime injection (500mg, three times a day, intraperitoneal, discontinued). Eleven (11) days after of event diagnosis, the patient was started on meropenem injection (500mg, once daily, intravenous, ongoing), ceftazidime injection (500mg, once daily, intravenous, ongoing) and ceftazidime injection (500mg, at bedtime, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was recovered from the peritonitis. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was pending. No additional information is available.